Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the 4-in-1 cutting blocks are developing rust on surfaces that contact the saw blades.

Manufacturer narrative:
Corrected data : see d.10.. Manufacturer narrative : the reason for this instrument failure was reported as a poor quality of material. The possible time in service for baseplate is 9 months from manufactured date. The healthcare professional indicated that this event occurred during inspection, away from the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed unacceptable for use based on its appearance. The devices were not returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows no prior complaints filed against the instruments' item number that reports a similar failure. However, the customer complaint history of the reported devices showed no present trends or on-going issues that are needing review. The root cause for this complaint cannot be determined with confidence as the instrument was not returned for investigational review. It is likely attributable to the exposure of the cut slots to either materials or environments that accelerate the corrosion potential, resulting in oxidation. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was not returned to djo, as it was lost during the process of return. As stated in the attachments, the agency did not use the label provided to ship the instrument therefore it cannot be located at this time. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. The RMA process has been revised for better controls. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.